Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left coil had perforated her fallopian tube") in a female patient who received essure ((B)(4)) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure ((B)(4)). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (device removal on (B)(6) 2015). Essure ((B)(4)) was withdrawn. At the time of the report, the fallopian tube perforation, abdominal pain and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, abdominal pain and pelvic pain to be related to essure ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2006: hysterosalpingogram result was bilateral satisfactory placement, full occlusion. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that left coil had perforated her fallopian tube. She underwent removal of the device. The event is anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of fallopian tube perforation was not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that left coil had perforated her fallopian tube. She underwent removal of the device. The event is anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of fallopian tube perforation was not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left coil had perforated her fallopian tube/ migration of essure device (outside of lt tube)/ device had punctured my lt fallopian tube"), device expulsion ("other coils found in uterus/ migration of essure device (outside of lt tube)"), menorrhagia ("menorrhagia") and ovarian cyst ruptured ("recently ruptured rt ovarian cyst") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6)), irregular periods, migraine, anxiety, depression, (B)(6), induced abortion, kidney stones and cryosurgery. Denied alcohol and tobacco. Concurrent conditions included headache, weight fluctuation, vaginal pain, dizziness, weakness, anxious mood, d & c, bleeding breakthrough and endometrial polyp. Concomitant products included amitriptyline in 2016 and aripiprazole in 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("apareunia/dyspareunia/reproductive system disorder or condition"), menstruation irregular ("irregular menses"), metrorrhagia ("breakthrough bleeding"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("adnexal tenderness") and vomiting ("vomiting"). The patient was treated with surgery (device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015), surgery (device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015) and surgery (novasure ablation). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dyspareunia, menstruation irregular, metrorrhagia, vaginal discharge, adnexa uteri pain and vomiting outcome was unknown and the ovarian cyst ruptured was resolving. The reporter considered adnexa uteri pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, metrorrhagia, ovarian cyst ruptured, vaginal discharge and vomiting to be related to essure (ess205). The reporter commented: essure was removed on (B)(6) 2015; ¿unilateral salpingectomy ¿ dx lap, partial salpingectomy lt, partial essure removal on lt failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2006: bilateral satisfactory placement, full occlusion CT abdomen, transvaginal us was performed. On (B)(6) 2006: hysterosalpingogram - impression: evidence of placement of essure microinserts, in good position without fallopian tube patency or free spillage of contrast into peritoneum. The uterus is noted to be anteverted. On (B)(6) 2015 : ultrasound - impression: dominant follicle or small cyst associated with the right ovary with the ovaries otherwise normal in appearance. Focal nodular endometrial prominence within the intrauterine cavity. This measures approximately 1.2 x 0.6 x 0.9 cm in size and may represent a focal polyp. The endometrial strips are otherwise within normal limits. There is a nabothian cyst within the cervix. On (B)(6) 2015 : surgical pathological report - gross description: left fallopian tube with e-sure (per requisition): received in a formalin-filled container labelled with the patient¿s information and further identified as "left partial fallopian tube with essure" is a fragment of tan-pink fallopian tube having a quad staple line across. The specimen measures 1 x 1 x 0.3 cm. At the staple line, a small coil is identified. Sections immediately adjacent to the staple line are take n and placed in block a. On (B)(6) 2015: CT abdomen/pelvis with contrast - impression: there is left - sided obstructive uropathy secondary to a 2 mm calculus at the level of the left ureterovesical junction. There is associated mild dilatation of the upper tracts of the left kidney. There is some mild inflammatory change of the left kidney with some loss of definition of the corticomedullary junction and mild l eft-sided perinephric stranding. Suspected recently ruptured ovarian cyst with a peripherally enhancing cyst associated with the right adnexa measuring 1.8 cm in size with moderate free fluid. Fullness of the lower uteri ne segment/cervix with a transverse dimension of 6.7 cm a t the level of the schial tuberosity. Impression: the patient is status post bilateral essure implantation. Normal bowel gas pattern with no obstruction or free air. On (B)(6) 2016: us non ob transvaginal - bilateral essure implants noted at each superolateral corner of the uterus. It is not possible to say whether the entirety of the implants lies within the fallopian tubes. No free fluid. Most recent follow-up information incorporated above includes: on 17-jan-2018: new reporters added. Case was medically confirmed. Historical and concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left coil had perforated her fallopian tube/migration of essure device (outside of lt tube)/device had punctured my lt fallopian tube"), device expulsion ("other coils found in uterus/migration of essure device(outside of lt tube)"), menorrhagia ("menorrhagia") and ovarian cyst ruptured ("recently ruptured rt ovarian cyst") in a 34-year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6) 1992, (B)(6) 2002, (B)(6) 2004), irregular periods, migraine, anxiety, depression, herpes simplex, induced abortion, kidney stones and cryocautery of cervix. Denied alcohol and tobacco. Concurrent conditions included headache, weight fluctuation, vaginal pain, dizziness, weakness, anxious mood, d & c, bleeding breakthrough and endometrial polyp. Concomitant products included amitriptyline from 2016 to 2017 and aripiprazole from 2016 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("apareunia/dyspareunia/reproductive system disorder or condition"), menstruation irregular ("irregular menses"), metrorrhagia ("breakthrough bleeding"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("adnexal tenderness") and vomiting ("vomiting"). The patient was treated with surgery (device removal, unilateral salpingecto my(one side removal of fallopian tube) on (B)(6) 2015), surgery (device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015) and surgery (novasure ablation). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dyspareunia, menstruation irregular, metrorrhagia, vaginal discharge, adnexa uteri pain and vomiting outcome was unknown and the ovarian cyst ruptured was resolving. The reporter considered adnexa uteri pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, metrorrhagia, ovarian cyst ruptured, vaginal discharge and vomiting to be related to essure (ess205). The reporter commented: essure was removed on (B)(6) 2015; ¿unilateral salpingectomy ¿ dx lap, partial salpingectomy lt, partial essure removal on lt failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hysterosalpingogram - on (B)(6) 2006: bilateral satisfactory placement, full occlusion CT abdomen, transvaginal us was performed. (B)(6) 2006 : hysterosalpingogram - impression: evidence of placement of essure microinserts, in good position without fallopian tube patency or free spillage of contrast into peritoneum. The uterus is noted to be anteverted. (B)(6) 2015 : ultrasound - impression: dominant follicle or small cyst associated with the right ovary with the ovaries otherwise normal in appearance. Focal nodular endometrial prominence within the intrauterine cavity. This measures approximately 1.2 x 0.6 x 0.9 cm in size and may represent a focal polyp. The endometrial strips are otherwise within normal limits. There is a nabothian cyst within the cervix. (B)(6) 2015 : surgical pathological report - gross description: left fallopian tube with e-sure (per requisition): received in a formalin-filled container labelled with the patient¿s information and further identified as "left partial fallopian tube with essure"is a fragment of tan-pink fallopian tube having a quad staple line across. The specimen measures 1 x 1 x 0.3 cm. At the staple line, a small coil is identified. Sections immediately adjacent to the staple line are take n and placed in block a. (B)(6) 2015 : CT abdomen/pelvis with contrast - impression: there is left - sided obstructive uropathy secondary to a 2 mm calculus at the level of the left ureterovesical junction. There is associated mild dilatation of the upper tracts of the left kidney. There is some mild inflammatory change of the left kidney with some loss of definition of the corticomedullary junction and mild l eft-sided perinephric stranding. Suspected recently ruptured ovarian cyst with a peripherally enhancing cyst associated with the right adnexa measuring 1.8 cm in size with moderate free fluid. Fullness of the lower uteri ne segment/cervix with a transverse dimension of 6.7 cm a t the level of the schial tuberosity. Impression: the patient is status post bilateral essure implantation. Normal bowel gas pattern with no obstruction or free air. (B)(6) 2016 : us non ob transvaginal - bilateral essure implants noted at each superolateral corner of the uterus. It is not possible to say whether the entirety of the implants lies within the fallopian tubes. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left coil had perforated her fallopian tube/migration of essure device (outside of lt tube)/device had punctured my lt fallopian tube"), device expulsion ("other coils found in uterus/migration of essure device(outside of lt tube)"), menorrhagia ("menorrhagia") and ovarian cyst ruptured ("recently ruptured rt ovarian cyst") in a 34-year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6) 1992, (B)(6) 2002, (B)(6) 2004), irregular periods, migraine, anxiety, depression, herpes simplex, induced abortion, kidney stones and cryocautery of cervix. Denied alcohol and tobacco. Concurrent conditions included headache, weight fluctuation, vaginal pain, dizziness, weakness, anxious mood, d & c, bleeding breakthrough and endometrial polyp. Concomitant products included amitriptyline from 2016 to 2017 and aripiprazole from 2016 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("apareunia/dyspareunia/reproductive system disorder or condition"), menstruation irregular ("irregular menses"), metrorrhagia ("breakthrough bleeding"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("adnexal tenderness") and vomiting ("vomiting"). The patient was treated with surgery (device removal, unilateral salpingecto my(one side removal of fallopian tube) on (B)(6) 2015), surgery (device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015) and surgery (novasure ablation). At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dyspareunia, menstruation irregular, metrorrhagia, vaginal discharge, adnexa uteri pain and vomiting outcome was unknown and the ovarian cyst ruptured was resolving. The reporter considered adnexa uteri pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, metrorrhagia, ovarian cyst ruptured, vaginal discharge and vomiting to be related to essure (ess205). The reporter commented: essure was removed on (B)(6) 2015; ¿unilateral salpingectomy ¿ dx lap, partial salpingectomy lt, partial essure removal on lt failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hysterosalpingogram - on (B)(6) 2006: bilateral satisfactory placement, full occlusion CT abdomen, transvaginal us was performed. (B)(6) 2006 : hysterosalpingogram - impression: evidence of placement of essure microinserts, in good position without fallopian tube patency or free spillage of contrast into peritoneum. The uterus is noted to be anteverted. (B)(6) 2015 : ultrasound - impression: dominant follicle or small cyst associated with the right ovary with the ovaries otherwise normal in appearance. Focal nodular endometrial prominence within the intrauterine cavity. This measures approximately 1.2 x 0.6 x 0.9 cm in size and may represent a focal polyp. The endometrial strips are otherwise within normal limits. There is a nabothian cyst within the cervix. (B)(6) 2015 : surgical pathological report - gross description: left fallopian tube with e-sure (per requisition): received in a formalin-filled container labelled with the patient¿s information and further identified as "left partial fallopian tube with essure"is a fragment of tan-pink fallopian tube having a quad staple line across. The specimen measures 1 x 1 x 0.3 cm. At the staple line, a small coil is identified. Sections immediately adjacent to the staple line are take n and placed in block a. (B)(6) 2015 : CT abdomen/pelvis with contrast - impression: there is left - sided obstructive uropathy secondary to a 2 mm calculus at the level of the left ureterovesical junction. There is associated mild dilatation of the upper tracts of the left kidney. There is some mild inflammatory change of the left kidney with some loss of definition of the corticomedullary junction and mild l eft-sided perinephric stranding. Suspected recently ruptured ovarian cyst with a peripherally enhancing cyst associated with the right adnexa measuring 1.8 cm in size with moderate free fluid. Fullness of the lower uteri ne segment/cervix with a transverse dimension of 6.7 cm a t the level of the schial tuberosity. Impression: the patient is status post bilateral essure implantation. Normal bowel gas pattern with no obstruction or free air. (B)(6) 2016 : us non ob transvaginal - bilateral essure implants noted at each superolateral corner of the uterus. It is not possible to say whether the entirety of the implants lies within the fallopian tubes. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. (Product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil had perforated her fallopian tube/migration of essure device (outside of lt tube)/device had punctured my lt fallopian tube'), device expulsion ('other coils found in uterus/migration of essure device(outside of lt tube)'), device breakage ('fragment of foreign material grossly consistent with e-sure'), embedded device ('intramyometrial embedded foreign object, grossly consistent with intrauterine device'), heavy menstrual bleeding ('menorrhagia') and ovarian cyst ruptured ('recently ruptured rt ovarian cyst') in a 34-year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (dob: (B)(6) 1992, (B)(6) 2002, (B)(6) 2004), irregular periods, migraine, anxiety, depression, herpes simplex, induced abortion, kidney stones and cryocautery of cervix. Denied alcohol and tobacco. Concurrent conditions included headache, weight fluctuation, vaginal pain, dizziness, weakness, anxious mood, d & c, bleeding breakthrough and endometrial polyp. Concomitant products included amitriptyline from 2016 to 2017 and aripiprazole from 2016 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("apareunia/dyspareunia/reproductive system disorder or condition"), menstruation irregular ("irregular menses"), intermenstrual bleeding ("breakthrough bleeding"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("adnexal tenderness") and vomiting ("vomiting"). The patient was treated with surgery (novasure ablation, device removal, unilateral salpingecto my(one side removal of fallopian tube) on (B)(6) 2015 and device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, embedded device, heavy menstrual bleeding, dyspareunia, menstruation irregular, intermenstrual bleeding, vaginal discharge, adnexa uteri pain and vomiting outcome was unknown and the ovarian cyst ruptured was resolving. The reporter considered adnexa uteri pain, device breakage, device expulsion, dyspareunia, embedded device, fallopian tube perforation, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, ovarian cyst ruptured, vaginal discharge and vomiting to be related to essure (ess205). The reporter commented: essure was removed on (B)(6) 2015; ¿unilateral salpingectomy ¿ dx lap, partial salpingectomy lt, partial essure removal on lt failure to occlude fallopian tube. As per mr, discrepancy noted in date of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hysterosalpingogram - on (B)(6) 2006: results: bilateral satisfactory placement, full occlusion. CT abdomen, transvaginal us was performed. (B)(6) 2006 : hysterosalpingogram - impression: evidence of placement of essure microinserts, in good position without fallopian tube patency or free spillage of contrast into peritoneum. The uterus is noted to be anteverted. (B)(6) 2015 : ultrasound - impression: dominant follicle or small cyst associated with the right ovary with the ovaries otherwise normal in appearance. Focal nodular endometrial prominence within the intrauterine cavity. This measures approximately 1.2 x 0.6 x 0.9 cm in size and may represent a focal polyp. The endometrial strips are otherwise within normal limits. There is a nabothian cyst within the cervix. (B)(6) 2015 : surgical pathological report - gross description: left fallopian tube with e-sure (per requisition): received in a formalin-filled container labelled with the patient¿s information and further identified as "left partial fallopian tube with essure"is a fragment of tan-pink fallopian tube having a quad staple line across. The specimen measures 1 x 1 x 0.3 cm. At the staple line, a small coil is identified. Sections immediately adjacent to the staple line are take n and placed in block a. (B)(6) 2015 : CT abdomen/pelvis with contrast - impression: there is left - sided obstructive uropathy secondary to a 2 mm calculus at the level of the left ureterovesical junction. There is associated mild dilatation of the upper tracts of the left kidney. There is some mild inflammatory change of the left kidney with some loss of definition of the corticomedullary junction and mild l eft-sided perinephric stranding. Suspected recently ruptured ovarian cyst with a peripherally enhancing cyst associated with the right adnexa measuring 1.8 cm in size with moderate free fluid. Fullness of the lower uteri ne segment/cervix with a transverse dimension of 6.7 cm a t the level of the schial tuberosity. Impression: the patient is status post bilateral essure implantation. Normal bowel gas pattern with no obstruction or free air. (B)(6) 2016 : us non ob transvaginal - bilateral essure implants noted at each superolateral corner of the uterus. It is not possible to say whether the entirety of the implants lies within the fallopian tubes. No free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, device breakage, embedded device. Lot number: 581486 manufacturing date: 2005-11 expiration date: 2007-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil had perforated her fallopian tube/migration of essure device (outside of lt tube)/device had punctured my lt fallopian tube'), device expulsion ('other coils found in uterus/migration of essure device(outside of lt tube)'), device breakage ('fragment of foreign material grossly consistent with e-sure'), embedded device ('intramyometrial embedded foreign object, grossly consistent with intrauterine device'), heavy menstrual bleeding ('menorrhagia') and ovarian cyst ruptured ('recently ruptured rt ovarian cyst') in a 34-year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (dob: (B)(6) 1992, (B)(6) 2002, (B)(6) 2004), irregular periods, migraine, anxiety, depression, herpes simplex, induced abortion, kidney stones and cryocautery of cervix. Denied alcohol and tobacco. Concurrent conditions included headache, weight fluctuation, vaginal pain, dizziness, weakness, anxious mood, d & c, bleeding breakthrough and endometrial polyp. Concomitant products included amitriptyline from 2016 to 2017 and aripiprazole from 2016 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("apareunia/dyspareunia/reproductive system disorder or condition"), menstruation irregular ("irregular menses"), intermenstrual bleeding ("breakthrough bleeding"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("adnexal tenderness") and vomiting ("vomiting"). The patient was treated with surgery (novasure ablation, device removal, unilateral salpingecto my(one side removal of fallopian tube) on (B)(6) 2015 and device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, embedded device, heavy menstrual bleeding, dyspareunia, menstruation irregular, intermenstrual bleeding, vaginal discharge, adnexa uteri pain and vomiting outcome was unknown and the ovarian cyst ruptured was resolving. The reporter considered adnexa uteri pain, device breakage, device expulsion, dyspareunia, embedded device, fallopian tube perforation, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, ovarian cyst ruptured, vaginal discharge and vomiting to be related to essure (ess205). The reporter commented: essure was removed on (B)(6) 2015; ¿unilateral salpingectomy ¿ dx lap, partial salpingectomy lt, partial essure removal on lt failure to occlude fallopian tube. As per mr, discrepancy noted in date of removal: (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hysterosalpingogram - on (B)(6) 2006: results: bilateral satisfactory placement, full occlusion. CT abdomen, transvaginal us was performed. (B)(6) 2006 : hysterosalpingogram - impression: evidence of placement of essure microinserts, in good position without fallopian tube patency or free spillage of contrast into peritoneum. The uterus is noted to be anteverted. (B)(6) 2015 : ultrasound - impression: dominant follicle or small cyst associated with the right ovary with the ovaries otherwise normal in appearance. Focal nodular endometrial prominence within the intrauterine cavity. This measures approximately 1.2 x 0.6 x 0.9 cm in size and may represent a focal polyp. The endometrial strips are otherwise within normal limits. There is a nabothian cyst within the cervix. (B)(6) 2015 : surgical pathological report - gross description: left fallopian tube with e-sure (per requisition): received in a formalin-filled container labelled with the patient¿s information and further identified as "left partial fallopian tube with essure"is a fragment of tan-pink fallopian tube having a quad staple line across. The specimen measures 1 x 1 x 0.3 cm. At the staple line, a small coil is identified. Sections immediately adjacent to the staple line are take n and placed in block a. (B)(6) 2015 : CT abdomen/pelvis with contrast - impression: there is left - sided obstructive uropathy secondary to a 2 mm calculus at the level of the left ureterovesical junction. There is associated mild dilatation of the upper tracts of the left kidney. There is some mild inflammatory change of the left kidney with some loss of definition of the corticomedullary junction and mild l eft-sided perinephric stranding. Suspected recently ruptured ovarian cyst with a peripherally enhancing cyst associated with the right adnexa measuring 1.8 cm in size with moderate free fluid. Fullness of the lower uteri ne segment/cervix with a transverse dimension of 6.7 cm a t the level of the schial tuberosity. Impression: the patient is status post bilateral essure implantation. Normal bowel gas pattern with no obstruction or free air. (B)(6) 2016 : us non ob transvaginal - bilateral essure implants noted at each superolateral corner of the uterus. It is not possible to say whether the entirety of the implants lies within the fallopian tubes. No free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, events "fragment of foreign material grossly consistent with e-sure, intramyometrial embedded foreign object, grossly consistent with intrauterine device" and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left coil had perforated her fallopian tube/migration of essure device (outside of lt tube)/device had punctured my lt fallopian tube"), device expulsion ("other coils found in uterus/migration of essure device(outside of lt tube)"), menorrhagia ("menorrhagia") and ovarian cyst ruptured ("recently ruptured rt ovarian cyst") in a (B)(6) -year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (dob: (B)(6)). Concomitant products included amitriptyline in 2016 and aripiprazole in 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), dyspareunia ("apareunia/dyspareunia/reproductive system disorder or condition"), menstruation irregular ("irregular menses"), metrorrhagia ("breakthrough bleeding"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("adnexal tenderness") and vomiting ("vomiting"). The patient was treated with surgery (device removal, unilateral salpingectomy(one side removal of fallopian tube) on (B)(6) 2015), and surgery (novasure ablation). At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dyspareunia, menstruation irregular, metrorrhagia, vaginal discharge, adnexa uteri pain and vomiting outcome was unknown and the ovarian cyst ruptured was resolving. The reporter considered adnexa uteri pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, metrorrhagia, ovarian cyst ruptured, vaginal discharge and vomiting to be related to essure (ess205). The reporter commented: essure was removed on (B)(6) 2015; unilateral salpingectomy dx lap, partial salpingectomy lt, partial essure removal on lt failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2006: bilateral satisfactory placement, full occlusion CT abdomen, transvaginal us was performed. Most recent follow-up information incorporated above includes: on 4-jan-2018: pfs received: reporters details added. Lot number added. Event left coil had perforated her fallopian tube/migration of essure device (outside of lt tube)/device had punctured my lt fallopian tube, vomiting , adnexal tenderness, menorrhagia, recently ruptured rt ovarian cyst, apareunia/dyspareunia/reproductive system disorder or condition, irregular menses, breakthrough bleeding, constant with cramping since implantation, vaginal discharge. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.